Event description:
It was reported that the lead was not capturing, had poor sensing, noise and high impedance of greater than 2000 ohms. The physician has planned to operate and scheduled a lead replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.